Manufacturer narrative:
Concomitant product: product ID 8709, serial # unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was reported the patient had a revision surgery due to a catheter disconnection performed on (B)(6) 2015. The catheter was "completely disrupted" directly "after the bi-wing fixation tool (sewed above fascia dorsal process)". The catheter issue was diagnosed via x-ray on (B)(6) 2015. The spinal end of the catheter remained implanted but abandoned, the rest of the catheter was explanted. A complete, new catheter was implanted and the pump remained in service. The pump was also refilled with hydromorphone and bupivacaine. The patient was reported to be "fine."